Event description:
A caller reported a malfunction on the pump, but no notable events occurred prior to this issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions for resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if the issue reappears, which the caller acknowledged and understood.